Event description:
Reportedly, during the implantation procedure of the ICD involved in this MDR report, the physician observed that when inserting the (rv)df-1 coil connector-pin into the device port, it was unable to fully insert. He tried to unscrew but the torque wrench turned freely even with another torque wench. In addition, the physician observed that the setscrew was extended in the port. The device was not implanted and returned for analysis. Another ICD was successfully implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.